Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the pt had a spinal surgery done in (B)(6) 2022 and they "may have messed with the leads" during this procedure or explanted the leads all together. Caller is unsure if leads remain implanted but inquiring if pt is eligible for MRI if they do have abandoned leads. Caller noted a hcp wanted to remove the ins last year in case pt was ever needing MRI brain. Additional information was received from a healthcare professional (hcp). The hcp reported that the leads were removed during a spine surgery. The patient wanted the implant removed so they could have an MRI. It was reported the leads were discarded.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the conductors 1, 2, and 7 were broken at the proximal end of the lead. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2019; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.